Event description:
The user reported that the balloon was inflated but the gauge did not display the pressure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method - process evaluation.